Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided complete pump reset information and guided the caller through the process. After the reset, the pump did not display the error code, and the caller successfully started their sensor session.